Event description:
The core impaction drill was sent for eval due to overheating during two tooth extraction procedures. The procedures were completed with readily available alternate devices without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Rotor rub and tight fitting spindle housing was identified as the probable cause of the device overheating.